Manufacturer narrative:
On an unreported date in 2016, the patient experienced peritonitis. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause was not reported. On an unreported date, the patient was treated with unspecified anti-inflammatory injection (dose, frequency and route not reported) for the peritonitis. At the time of this report, the patient had recovered. Dianeal therapy was ongoing. No additional information is available.